Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, our technician confirmed that the segment broken, the remote control buttons cracked, the objective lens scratched, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the bending rubber missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0581(bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.